Manufacturer narrative:
Follow-up # 1 (08/12/2013)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the meter has passed testing with no faults found. The complaint could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ping meter was reading inaccurately high compared to another device. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began approximately three to four weeks prior to contacting lfs. On an unspecified date/time, the patient reportedly obtained blood glucose readings of ¿183mg/dl¿ with the subject meter and ¿120mg/dl¿ with another device, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient manages his diabetes with insulin pump therapy; however, the patient denied making any changes to his diabetes regimen in response to the reported product issue. According to the csr¿s documentation, as a result of the alleged meter issue, the patient reportedly did not feel right (specifying symptoms of weakness and feeling tired) two hours later. The patient, however, denied receiving any form of treatment after the reported product issue began. During troubleshooting, the csr confirmed the patient was using the proper testing technique and the blood glucose results were from the approved (per owner¿s booklet) sample site. The patient could not confirm the unit of measurement. Replacement products were sent to the patient. Based on the information provided, the patient did not suffer signs or symptoms indicative of a serious injury. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.